Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 540 mg/dl. The cause was unknown. Manual injections were administered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended.